Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), this was a transfemoral tavr procedure for a 26mm sapien 3 ultra valve in the native aortic annulus. During deployment, inflation of the commander delivery system balloon was initiated, when it was noticed that the pusher had not been pulled back. An attempt was made to pull the pusher back, but the valve distal tip had already been expanded and the s3u valve moved out of position. As the valve was partially expanded, it was elected to pull the valve to the descending aorta and deploy it there. A second valve was implanted in the native aortic annulus with no issues. The patient was stable.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The following instructions for use (IFU) and training manuals were reviewed for guidance and instruction on device preparation and usage involving the commander delivery system and esheath usage: edwards commander delivery system, device preparation manual, and procedural training manual. Based on this review of the IFU and training manual, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for valve moves on balloon was unable to be confirmed. An investigation of the DHR and lot history revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Per description 'the physician's called for the valve to be inflated but the fcs called timeout because the pusher had not been pulled back. An attempt was made to pull back the pusher, however, the valve distal tip had already been expanded and the valve moved out of position'. As per IFU and training manual, the user is instructed to 'disengage the balloon lock and retract the tip of the flex catheter to the center of the triple marker' and to ensure that the 'flex tip is on the triple marker'. As such, failure to pull the flex catheter off the inflation balloon prior to valve deployment could lead to uneven pressure distribution in the balloon. In this configuration where the flex tip is not retracted, inflation liquid is mostly concentrated in the distal portion of the balloon causing it to inflate first while the proximal portion remains uninflated. As the flex tip is subsequently retracted, it would result in the valve to move out of place in the proximal direction leading to the reported event. While a definitive root cause is unable to be determined, available information suggests that procedural factors (not retracting the flex tip prior to valve deployment) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.